Event description:
While reviewing the surgeons request for custom pelvic implant and femoral head to mate with an existing link size 2 cemented femur, linkbio became aware of the failed link saddle prosthesis. On 2020-12-21, linkbio was notified that the original surgery (lt hemipelvectomy and reconstruction) was performed on (B)(6) 2021 in (B)(6). The original surgical report only mentions that a size 2 femoral component and a 100 mm body and saddle prosthesis were implanted, and the patient reported failure "about 2-3 years post implant (felt a clunk)".